Event description:
Patient underwent revision tkr as part of a second stage due to infection. Patient has presented to dr david liu and undergone a poly exchange and washout. At this stage, on opening the knee, the knee was obviously pussy and infected. The knee was washed out and the poly bearing exchanged. Samples taken at this stage are positive for bacteria (sensitive strain). A decision was made to go back into the knee and remove all components as part of a two stage procedure. On opening the knee it appeared relatively angry but not overtly pussy. The components were removed, the tissue debrided and a temporary "kiwi" spacer implanted (attune ps femur and an attune ps rp insert) as part of the temporary spacer. These will be removed in due course and exchanged for a revision system.

Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. The affected side of the patient was the right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Review of the x-ray evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records (mre) was not performed.